Event description:
As reported by the edwards' affiliate in japan, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 ultra resilia (s3ur) valve, after the valve deployment, a stuck leaflet and aortic regurgitation (ar) were observed in echocardiography. A valve in valve procedure was performed and a 26 mm s3ur valve was deployed with 2 ml less than nominal volume, which resolved the regurgitation.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (component code, type of investigation, investigation findings, and investigation conclusions), and conclusions in this section have been updated. H10 has been updated with reference to the other reported submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaints for central regurgitation and leaflet motion restricted were unable to be confirmed due to unavailability of relevant imagery and/or medical report. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Due to insufficient information being provided, a definitive root cause was unable to be determined at this time for the leaflet motion restricted. Leaflet restriction following valve deployment could lead to improper coaptation, and result in central regurgitation. As such, available information suggests that procedural factors (leaflet motion restricted) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.